Event description:
The customer reported that the insulin pump suspended the delivery of insulin due to the incorrect sensor glucose values. Blood glucose level of the customer was 118 mg/dl and sensor glucose value was 52 mg/dl. The customer declined for the troubleshooting. The sensor will be returned for the analysis.